Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer alleges display getting hot, caused a circle burned in on the display and pixels have darkened.